Manufacturer narrative:
No patient harm or injury was involved in this event. The failed IV sets were not returned to the manufacturer for evaluation. Upon receiving the complaint, it was initially determined as not reportable by the manufacturer. During the final review of the complaint file by quality/management, it was determined as MDR reportable on 11/22/2016. IV sets were not saved by the user.

Event description:
The user reported the tubing filter got clogged and burst when administrating cefepime. The sets were fine with the other drugs., like vancomycin that were being given. Two (2) patients were involved, and there were no injuries. The user did not save any of the sets for evaluation. The lot number and model number of the IV sets were not provided by the user.